Manufacturer narrative:
Investigation underway; supplemental report will be issued as necessary based on investigation results.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bent frame on the bed prevented one of the siderails being able to raise and lock into the upright position.

Event description:
It was reported that the frame was bent, preventing one of the siderails from being able to raise and lock in the upright position.

Event description:
It was reported that the frame was bent.